Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited a high pacing impedance. When the physician removed the rv lead, it appeared that the rv lead was contaminated with clots. The physician continued with another rv lead and completed the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. A complete lead was returned for analysis. Electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found.